Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the destock transaction for lorazepam was recorded at bin 01 06 (position 7), but no cubie was found in that pocket. Lorazepam was physically located in bin 01 07; however, the system displayed that pocket as containing metolazone. A technical support specialist (tss) contacted the pharmacy to advise that bin 01 07 needed to be destocked so the lorazepam incorrectly showing as metolazone could be reassigned correctly. The pharmacy was contacted to obtain destock labels. The system functioned as intended after the technical support guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower a nurse was unable to locate lorazepam on the system when attempted to issue the medication. Pharmacy indicated that the medication should be available on the tower, but it was not visible for selection on the device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.